Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative advised they had received a explanting physician report of the removal of a device following an unspecified adverse event. Later physician reported that the device was ruptured and the ruptured had be diagnosed by MRI. The removal of the device has been scheduled. This record relates to the left side.